Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off by more than 10 minutes in less than a week." Contact declined to perform troubleshooting with tandem technical support and any further follow up regarding the reported issue. There was no reported impact to customer's blood glucose level.